Manufacturer narrative:
Investigation summary: bd received three (3) photos for investigation. After review and analysis of the customer photos, closure separation and defective stopper molding were observed. A total of 30 retained samples were visually inspected for defective stopper molding, and all were within specification limits. Furthermore, 29 retained samples underwent functional tests, with all samples passing the tests. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: closure separation and defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the stopper pulled out of one (1) tube while in the machine. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.5. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the stopper pulled out of one (1) tube while in the machine. No adverse impact was reported regarding the patient or user.